Manufacturer narrative:
Insulin pump received with normal operating currents and passed the self-test. Insulin pump failed the displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime or compromised force sensor system alarm test, and unexpected restart error test or verify motor position encoder error alarm due to motor error alarms. No unexpected battery power loss anomaly noted. Insulin pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address and serial number label, cracked belt clip slot and cracked case reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit alarm. They did not receive a low battery alert prior to the off no power alert. The customer also reported a motor position encoder error alarm on the insulin pump. The customer¿s blood glucose during the incident was 180 mg/dl. The customer¿s current blood glucose was 250 mg/dl. The device was exposed to magnetic resonance imaging machine. Troubleshooting was performed. The insulin pump will be returned for analysis.